Event description:
A flucrotome was used for therapeutic purpose. During the procedure, while retrieving stones, the cutting wier broke. There were no complications or intervention reported with this event.